Event description:
It was reported that the user experienced a hypoglycemic event after announcing and eating a usual dinner, with glucose dropping to 53 about 40 minutes post-meal while using the ilet bionic pancreas; the user asked about reducing insulin delivery and received education that the pump adapts with consistent habits, along with guidance on treating lows with up to 15 g of fast-acting carbohydrate. Symptoms included low blood glucose without associated clinical symptoms and without need for assistance. Outcomes included resolution with oral fast-acting carbohydrate and no medical intervention or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia treatment and device adaptation behavior. Investigation of this case revealed no device malfunction and that the cause of the low remained unclear, with user-managed recovery using oral glucose. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.